Event description:
Asr revision.asr hip resurfacing system (right).reason(s) for revision: unknown.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr resurfacing system (right hip); reason for revision: alval/soft tissue reaction.